Event description:
It was reported by the surgeon, via our clinical affair dept, the following: in 2009, a gamma nail was implanted, due to a pertrochanteric fracture. At about two months later, pt suffers from increasing pain. Radiology showed a dislocated gamma nail. A revision surgery became necessary.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.